Manufacturer narrative:
Corrected data: h6 adverse event problem (refer to coding manual): updated to remove 4624 - surgical intervention. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed epidural hematoma after the system implant. As a result, surgical intervention took place on (B)(6) 2024, wherein the entire system was explanted, and the hematoma was surgically removed to address the issue.

Manufacturer narrative:
Date of event is estimated.